Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was in the 400 md/dl range and an insulin injection was used to address the high bg level. The customer was unable to clear the alarm.